Manufacturer narrative:
Lead model 3889-28, lot# v842736, implanted (B)(6) 2012, explanted unk; programmer model 3037, serial# (B)(4).

Event description:
It was reported that the patient was doing fine while walking on a treadmill until she increased to an uphill position, at which time she felt a shocking sensation down her left leg. Additional information received reported an impedance test revealed the implantable neurostimulator was working properly electronically. The manufacturer representative created four new programs for the patient to try, none of which used electrode #1 as the negative, as that was the program with which the patient felt shocking. The shocking sensation could not be recreated by moving the implant around in the pocket with the device both on and off. The patient was not receiving an effective level of therapy, but was going to try all four programs to see if any of them improved her symptoms without shocking her.